Event description:
The customer reported the lift column isn't moving up. There was no injury to the patients.

Manufacturer narrative:
This problem is covered, which involves replacing the vertical column.